Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high defibrillation impedance was observed on the right ventricular lead. The lead was replaced, however, high defibrillation impedance was still observed. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported event of high defibrillation impedance was not confirmed.